Manufacturer narrative:
Batch review performed on 28 april 2026: lot: 2343781: (B)(4) items manufactured and released on 02-jan-2024. Expiration date: 2028-dec-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came had instability and the cause is unknown. There are no indications of trauma. At about 1 year and 1 month post primary the surgeon revised the flex 3r 12mm insert to a flex 3r 17mm insert to address the instability. The surgery was completed successfully.